Manufacturer narrative:
An investigation has been initiated. A review of the mfg records indicated that all device specs and quality requirements were satisfied. When the investigation is complete, a final will be submitted.

Event description:
It was reported that the catheter broke at the transition point between the catheter and the wings; unable to determine from documentation how the catheter was secured at the time of the incident. The nurse who removed the catheter commented that the catheter appeared to tear when the transparent dressing was removed.